Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 80 mg/dl when the actual blood glucose level was 156 mg/dl. Advised that the sensor glucose and blood glucose different was not within an acceptable range. Troubleshooting was done. The customer also mentioned that she experienced irritation the size of a golf ball at the insertion site. Advised customer to avoid lotion or soap at the insertion site. Advised to consult healthcare provider for additional suggestions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.